Event description:
In (B)(6) 2013, the patient underwent a right side ifuse si joint arthrodesis where three ifuse implants were placed. The patient complained of persistent pain. In (B)(6) 2015, the surgeon performed a revision surgery where he removed all of the implants and replaced them with iliosacral screws and bone graft. The status of the patient following the revision surgery is not known at this time.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part, part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7035-90, lot# 8175003838011, manufactured 09/01/12, expires 2015-10; ifuse implant, p/n 7035-90, lot# 8028003323002, manufactured 03/05/12, expires 2015-05; ifuse implant, p/n 7055-90, lot# 8028003238006, manufactured 02/27/12, expires 2015-04.